Event description:
It was reported that the user experienced persistent hyperglycemia for several hours while using the ilet system with a dexcom g7 cgm and a contact detach infusion set in the abdomen, with cgm up to 367 mg/dl and fingerstick 348 mg/dl; the spouse noted that meal announcements were used in an attempt to reduce glucose, and the user was educated that meal announcements are not for correction dosing. Symptoms included dizziness. Outcomes included progressive reduction in glucose during the call from 258 mg/dl to 176 mg/dl with a downward trend; no hospitalization occurred. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information to identify a device component problem or confirm a device malfunction. The medical device problem and device component could not be determined from the information available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.